Event description:
A malfunction alarm occurred, identified by the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, assisted in the process, and ensured the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappeared.